Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The physician scoped the patient and no anomalies were observed in the functionality of the aus. The patient underwent surgery to replace the balloon. There were no further patient complications.